Event description:
During a preventive maintenance inspection, it was reported that the device lost power while it was charging up to shock three times out of four attempts. The device was attached to ac power when the issue occurred. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through functional and performance testing. A conclusive cause of the reported issue was not determined.